Event description:
It was reported to st. Jude medical that the pt was being inappropriately shocked for double counting. Increased thresholds and decreased impedance were also observed. Technical services discussed that the changes in the trends may be due to the ischemia or changes in medication. The lead was explanted.